Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she experienced elevated blood glucose of up to 480 mg/dl for the past week. Pt has felt sick, nauseated, and was positive for ketones, and she attempted to correct hyperglycemia by changing the accessories and delivering insulin through the infusion device. This was not successful. Pt then corrected hyperglycemia with an insulin pen. Pt changed to her replacement infusion device using the same basal rates, and blood glucose level was "ok." Normal blood glucose is 120-130 mg/dl. Pt did not have an infection. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.